Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients were not shown on station. A technical support specialist (tss) attempted to dial in, but the device timed out on remote support service (rss) and got delayed. Then the tss tried to reset elliptic curve cryptography (ecc) to fix the connection issue but still got delayed. Further a field service engineer (fse) changed the speed and duplex and turned off firewall to resolve the issue. Then the data synced and patients started showing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es , patient was not showing up for the staff to pull the medication. Nurse was not able to see or access patients on this machine. The machine was supposed to be a wireless setup. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.